Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she gets lows at night. The patient's blood glucose during lows usually range from 42 mg/dl to 44 mg/dl. Troubleshooting was declined for the low blood glucose. The patient stated that she treats her lows the same way: glucose tablets, milk, or gatorade. The customer also mentioned being on the sensor, and confirmed that the threshold suspend feature functions correctly. No products were shipped or returned.